Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction could not be duplicated or confirmed. The device was put through extensive testing which included bench handling, performing 30 j tests, and pacer functionality stress testing using the returned multifunction cable without duplicating the reported malfunction. The device was recertified and returned to the customer. It is important to note that the electrode pads and ECG cable used during the reported event were not returned for evaluation. The clinical data was not available as part of the investigation and was the best opportunity for us to understand the circumstances related to the event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.